Event description:
The patient presented with a 14 mm unruptured intracranial diagnosed following investigation for non-specific symptoms. Dsa/3d angiography confirmed a 14 x 11 x 11 mm left internal carotid aneurysm at the posterior communicating position and no left p1 segment. No other aneurysms were uncovered. The patient has no other significant history, no medication and no allergies. The patient was started on aspirin 1 daily and plavix 75 mg daily, 1 week before treatment date in case a neuroform stent was required. On day of procedure, the patient received received idc gentamycin and was fully heparanised throughout (7000 units bolus + 1500 units/hour) with act targets of around 300. Angio-seal at completion with IV keflin. A 7fr sheath, 7fr guider soft tip, excelsior sl-10 microcatheter with a synchro-14 guidewire were inserted into the right common femoral artery. A total of 22 coils were deployed within the aneurysm. Coiling electively ceased as a dense coil ball had been created. Some peripheral spaces were present but werenot accessible with the guidewire. The inflow zone was felt to be protected and much of the contrast filling was slow and stagnant. It was felt that there was a significant chance that any open areas of the aneurysm would close once heparin and plavix were ceased. Patient awoke from anesthesia with no deficit. The patient reported fevers in days 1-3 after coiling, non-specific malaise day 2 worsening on day 3. Grand mal seizure, query day 4. On MRI showed the aneurysm indenting the medical temporal lobe, which was pre-existing, plus edema in the temporal lobe, which was felt to be new. No source for the fever was found despite screening. The patient seems to be recovering on anti-convulsants. The physician does not believe that there is a relationship between the device performance and the reported event.

Manufacturer narrative:
The subject device is not available for evaluation because it was implanted in the patient. A review of the device history record will be performed by the manufacturer and a supplemental report will be submitted at this time.